Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the pressure display differed due to a defective manifold unit and the connector unit resulted in a gas leak due to failure of safety valve of primary decompressor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the manifold unit was defective causing the displayed pressure to differ from the actual pressure, there was a failure of the safety valve of the primary decompressor on the connector unit resulting in gas leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had the flow rate continuing to increase. The issue had no procedure involved. There were no reports of patient involvement.